Manufacturer narrative:
Date of event: estimated as 30 days prior to aware date since unknown.

Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unknown timepoint, the patient experienced two strokes. No additional information was known at the time of reporting.